Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg in approximately a year. The abbott representative was unable to connect with the ipg using the charger and programmer. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.